Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, that the left ventricular lead exhibited low pacing impedance. The patient was brought to the clinic on (B)(6) 2019 for further evaluation. Programming changes were performed. The patient was in stable condition.

Event description:
New information noted that the left ventricular lead continued to exhibit low lead impedance. No intervention was performed, the lead would continue to be monitored. There were no symptoms and the patient was in stable condition.